Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that a perforation was revealed shortly after the implant of this rv lead. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported. No other adverse events were reported and no product was returned to boston scientific. This product issue will be updated if additional information is received.